Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process, once completed a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565 - 2018 - 06735.

Event description:
It was reported that the returned tibial articular surface provisional was missing the ball bearing. There is no additional information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows the repeated use and has one componet missing and other dissembled/missing. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was determined to be associated with the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.